Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon reported that the patient had been implanted with an accolade trident combination with a 32 head on the left side in 2012. The patient was asymptomatic for 4 years and then began to experience pain in hip and groin. MRI scan suggested soft tissue collection around greater trochanter possibly secondary to metallosis possibly due to trunnion wear. The total hip was revised on (B)(6) 2020.